Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg has flipped on its side inside the pocket and the pt is having issues communicating using external devices. F/u identified the pt's ipg was revised on (B)(6) 2013, and the issue was resolved.